Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported dissatisfaction with the sensors. Customer reported that he is not happy that after getting two calibration errors and change sensors he is unable to continue using the sensor. Customer declined any troubleshooting. Customer's current blood glucose reading is 160 mg/dl. No further information reported.